Event description:
The customer initially called for information on upgrading to a new insulin pump. The customer then stated, that he was hospitalized for low blood glucose levels about one month ago. No blood glucose reading or date of hospitalization was reported. The customer stated that the insulin pump was working fine currently and he did not want to do any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.